Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that all therapies were programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had presented with chronically high/undefined superior vena cava (svc) impedance on the right ventricular (rv) lead. At the time of a device upgrade procedure, it was noted that the svc coil had been programmed off. Upon connecting the new cardiac resynchronization therapy defibrillator (crt-d) to the chronic rv lead, it was noted that the rv defibrillator coil was now reading high/undefined impedance as well. Both rv coils were suspected for fracture. The new crt-d was placed. The rv lead remains implanted. No patient complications have been reported as a result of this event.